Event description:
It was reported a 6f angio-seal vascular closure device sts was used to close a left femoral arteriotomy site, post right common femoral artery stent placement. While deploying the angio-seal, the user pulled back on the device and noticed it was very difficult to withdraw from the puncture site. Reportedly, the suture locked up and did not spool off. Subsequently, collagen and suture were not properly tamped down the tract to the arteriotomy. The suture and collagen were exposed outside of the skin surface. Bleeding occurred and manual compression was initiated. The angio-seal visible collagen was removed and the suture was trimmed above the knot to maintain suture/anchor integrity. The remaining angio-seal was sutured to the pt's skin to prevent migration of the anchor. Sterile technique was observed and the pt was given prophylactic antibiotics. The pt was admitted overnight for observation and attempts to trim the angio-seal suture was to be done the following day. The pt had a significant hematoma at the left femoral arteriotomy site and was closely monitored. An ultrasound was performed on the cath lab procedure table and it was noted that there was no pseudoaneurysm present and no active bleeding.